Manufacturer narrative:
Results: the penumbra system ace68 reperfusion catheter (ace68) was fractured under the strain relief approximately 1.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed a fracture on the catheter's proximal shaft under the strain relief. This damage likely occurred as a result of forceful mishandling during preparation for use. During functional testing, the ace68 was unable to aspirate water due to the proximal shaft fracture. None of the other devices referred to in the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 hi-flow kit (kit). During the procedure, prior to insertion into a neuron max 6f 088 long sheath (neuron max) that had already been placed in the patient, the hospital staff noticed a kink near the hub of the penumbra system ace68 reperfusion catheter (ace68). It is unclear whether the kink was present before the ace68 was removed from the packaging or if it occurred after it was removed. The kink was straightened and a penumbra system 3max reperfusion catheter (3maxc) with a guide wire was inserted into the ace68 and tracked up to the lesion. The 3maxc and wire were then removed and aspiration was applied at the hub of the ace68; however, it was observed that aspiration was inhibited. The physician postulated that it could be due to the aforementioned kink at the hub of the ace68. Therefore, the ace68 was removed and the procedure was completed using a new ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
PMA/510(k) # was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report.